Manufacturer narrative:
Concomitant: 8253410 - patient interface nim neuro 3.0, serial # (B)(4), lot # 207821036, manufactured date ¿ january 9, 2014, 510(k) # k083124, (B)(4). No evaluation performed; products not returned.

Event description:
The customer reported that the there was no signal from the nim neuro mainframe when impulse was given to the nerve. No patient impact was reported. Additional information indicated that the user maybe using a non-medtronic tubes with the nim 3.0 which could be the reason why the nim stopped working. The device is working fine and there are no problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer indicated no sound or impulse was heard during the procedure. The device has been in the customer's possession for a while and recently switched on a tube with the electrodes.